Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention product for the reported lot number. Retention test devices were tested with quality control cut-off standard (20 miu/ml), high positive standard (10 iu/ml), and high hcg clinical urine (215.2 iu/ml). All test devices produced expected positive results and met specifications. No false negative results were observed. Review of manufacturing batch records for the reported lot did not uncover any abnormalities and quality control data met specifications. The reported complaint for false negative results was not replicated as retention product performed as expected. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Note: this MDR is being filed for hcg results on consult hcg urine cassette lot number hcg8060056. Please refer to MDR# 2027969-2018-00150 for negative hcg result on consult hcg urine cassette unknown lot number and iud placement.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient presented to the facility for a previously scheduled iud placement. A urine sample was collected and a consult hcg urine cassette (lot number unavailable) produced a negative hcg result. As the patient was taking an oral birth control method and the negative hcg result was not questioned, no confirmatory testing was conducted and the facility performed the iud placement. The iud placement was verified by ultrasound. (Please refer to MDR# 2027969-2018-00150 for negative hcg result on consult hcg urine cassette unknown lot number and iud placement.) Approximately two weeks later, the patient began to experience symptoms of a pregnancy. The patient performed three home pregnancy tests (brand unspecified) and received a positive result each time. On (B)(6) 2018, the patient returned to the facility due to the pregnancy symptoms. A urine sample was collected and a consult hcg urine cassette (lot number hcg8060056) produced a negative hcg result. A repeat test was also performed and another consult hcg urine cassette (lot number hcg8060056) also produced a negative hcg result. As a positive result was expected, a serum hcg quantitative test was ordered. On (B)(6) 2018, the facility received the result of the serum hcg quantitative test of 51,933 miu/ml. On (B)(6) 2018, the patient returned to the facility for iud removal. However, the removal was unsuccessful. Per the customer, chart notes indicate that the iud is lodged in the anterior wall of the fundus. A follow-up appointment was scheduled for (B)(6) 2018 but the appointment was cancelled by the patient and the patient was transferred to another provider. Although requested, no additional information was provided. Note: this MDR is being filed for hcg results on consult hcg urine cassette lot number hcg8060056. Please refer to MDR# 2027969-2018-00150 for negative hcg result on consult hcg urine cassette unknown lot number and iud placement.